Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.75mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
A2: age at time of event - 18 years or older.